Event description:
This is a case report received on (B)(6) 2013, by baxter (B)(4). It was reported that on (B)(6) 2013, a patient reported a premature end of therapy for a folfusor sv 2ml/h. The folusor emptied after 114 hours (4.75 days) instead of 168 hours (7 days). The folusor was filled with 5fu and nacl 0.9% (brand maco). The folfusor was kept in ambient conditions in the isothermal pouch. The flow was checked before therapy started. The presence of air was checked after filling. The actual sample is reported to be available. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Baxter received one sample containing no fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 168 hours. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.